Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, defective. There was no patient contact. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified cartridge and handpiece were indicated with a qualified viscoelastic. The product was not returned. The specific issue was not provided. The root cause may be related to a failure to follow the IFU (instructions for use). A non-qualified (non-company) cartridge and handpiece were indicated. The IFU instructs: company foldable iol (intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. The manufacturer internal reference number is: (B)(4).